Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor c/a board was found to be defective causing the adjust belt messages. The root cause for the defective c/a board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
Per review of a distributor service report, a reportable malfunction was found.